Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged belt connector) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was physically damaged, causing the service code. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and that the electrode belt's connector was damaged.